Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we can see the label with the rpn/lot number that matches the report. Also, the photo shows the wire coiled with the end frayed and broken. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report, the wire was frayed and damaged/broken. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all jejunal feeding set are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a feeding tube placement, the physician used a cook jejunal feeding set. It was reported [that feeding tube placement] followed standard process. Njt placed with no issues but difficulty removing the wire. Lots of resistance noticed on the wire and noted de-sheathing/ some parts of the wire coming out thicker then others. Thought it was strange but got all wire out. Once the wire was all out we flushed the njt with saline and did not notice much resistance with flushing, the tube seemed patent. Secured njt with tapes. We confirmed placement via x-ray, multiple x-rays performed. The njt was coiled in one location and we made adjustments to uncoil. Did not see a wire in the stomach during the time we x-rayed. By the time we did the x-ray the patient was already awake and alert because anesthetics went lightly on sedation due to high risk airway. Customer provided photo of wire coiled with the end frayed and broken. A section of the device did not remain inside the patient. Patient required an additional gastroscopy to remove the detached device wire guide portion. The patient did not experience any adverse effects due to this occurrence.